Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0yl6p, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had pain at the implant site since implant on (B)(6) 2015. The patient saw their health care provider (hcp) last week and told the hcp about the pain at the incision site, but the pain was inside the site. It hurt when the patient moved a certain way and it caused them to sweat. The patient didn't feel that the implant site was swollen. The patient experienced a loss or change of therapy. The device was not working as much as when the patient first got the implant and this changed last week. The therapeutic relief was still significantly better than prior to having the device. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.